Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the act buttons on the insulin pump was not responding. Customer's blood glucose was 145 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer reported the insulin pump also alarmed failed battery test, troubleshooting was performed. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No failed battery alarm. Low reservoir alarm function properly during test. The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube.